Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages, false asystole events, arrhythmia alarms) has been confirmed. Upon investigation, there was a short between the red (-5v) and orange (lead 2-) wire in the cable connecting ECG c and ECG d. The root cause for the short was unable to be determined. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving excessive "adjust belt' messages, false asystole events, and arrhythmia alarms.